Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of fentanyl (20000.0mcg/ml, 7094.0mcg/day) in an implantable infusion pump for non-malignant pain. The healthcare provider (hcp) thought the "catheter came out of the spine because the unit burned." The patient also fell a lot because his right leg was "dead"; no feeling in leg. The catheter migration occurred in (B)(6) 2015. The patient recalled a couple of occasions in which he fell down the steps and took "blunt blows." The patient thought the fall may have led to the catheter issues. The patient was in pain at first, but it resolved. The patient also experienced a "cool feeling" across the back (over the liver, but did not feel that anymore), sweating, and did not feel the affect of the medication. A CT scan and x-ray were performed and the patient was to see the hcp on (B)(6) 2015. No further information was reported. Additional information was requested from the healthcare provider (hcp) regarding the CT scan/x-ray results, the actions/interventions required, if the cause of the catheter migration was determined, and if the issue had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained from the healthcare professional (hcp) indicated that the results of the computed tomography (CT) scan and x-ray showed that the catheter was in place; the "wires/connections looked ok." The catheter didn't come out.